Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-78- user hematocrit low. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-0 error: invalid hematocrit. Sister is calling on behalf of the customer. The e-0 error occurred when the blood sample was absorbed and with multiple test strips. At the time of the call, the customer reported symptoms of lightheaded and having difficulty walking. Medical attention was not needed at the time of the call. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test result of e-0 using truemetrix meter. The test strip lot manufacturer's expiration date is 10/19/2019 and open vial date is two-three weeks.